Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. The customer did experience symptoms of low blood glucose value such as dizzy. Other blood glucose value mentioned was 38 mg/dl. The customer treated low blood glucose value with soda. Customer was advised to rush to emergency room. Insulin pump was suspended for delivering insulin. The device will not be returned for analysis.